Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary intervention (pci) procedure. Reportedly, the suture was not present when the plunger was removed. The suture of the new prostyle device was successfully pre-placed. The same sheath size was used and the pci procedure was completed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.